Manufacturer narrative:
Additional information has been added to d4, h4, h6 and h10. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 30 minutes after starting treatment with a revaclear 300, the patient experienced chest distress, discomfort, and dyspnea. The patient was treated with I ml intravenous dexamethasone and oxygen. It was reported the patient¿s symptoms improved. No additional information is available.

Manufacturer narrative:
Additional information is added. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.